Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have excessive air bubbles. Customer also reported that insulin pump had physical damage at the reservoir compartment and display screen. Customer was advised that insulin pump would be replaced and cracks may have something to do with air bubbles.